Manufacturer narrative:
Investigation: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Visual investigation: the provided picture showed that there were no bone cement adhesives on the implant surface on both components. Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot nuber(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 2(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: it could be possible that there were problems with the cement technique and due to this the implant has loosened prematurely. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results and for the topic vega loosening, product safety cases (pscs) were initiated.

Event description:
It was reported that there was an issue with nx053z - as vega ps tibial plateau cemented t2. According to the complaint description, both as femur and as tibial implants of the right knee were found to have aseptic loosening. Primary surgery had occurred on (B)(6) 2018 using as vega for bilateral total knee replacements (tkr). Revision surgery was performed on (B)(6) 2022, and the removed explants were noted to be without adhered cement. Additional information was not provided. Associated medwatch-reports: 9610612-2022-00163 ((B)(4)- nx031z). Involved components: (B)(4)- nx120 - vega ps gliding surface t2/2+ 10mm. (B)(4)- nn261z - as tibial obturator d12mm.

Manufacturer narrative:
This complaint is linked to (B)(4); same patient, bilateral knee surgeries. Investigation: visual investigation: in the incoming condition the meniscal component is still fixed in the tibial component. The provided/complained tibial component shows no, the femoral component nearly no bone cement residues adhesive on the intended area. The tibial component shows visible scratches on the surface intended for the bone cement. These damages probably occurred during the explantation procedure. Furthermore there are no further visible material/coating defects on the provided devices. The gliding surface of the meniscal component shows visible scratches and imprints resulted from third body wear. The separately provided bone cement parts/residues partly a bone anchorage (= cement interlock into the bone trabeculae). Batch history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot nuber(s) with this error pattern. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability of occurrence 2(5)) according to din en iso 14971 is still acceptable. Explanation and rationale: it could be possible that there were problems with the cement technique and due to this the implant has loosened prematurely. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results and for the topic vega loosening, product safety cases (pscs) were initiated.

Event description:
Associated medwatch-reports: 9610612-2022-00163 ((B)(6) - nx031z); 9610612-2022-00164 ((B)(6) - nx053z). Involved components: (B)(6) - nx120 - vega ps gliding surface t2/2+ 10mm; (B)(6) - nn261z - as tibial obturator d12mm.